Event description:
Pt reported that three months ago they received assistance in setting the time on their device, but since then the device has lost nine minutes. Pt reported that device is working fine otherwise. Pt's blood glucose was not affected, and no treatment was received.